Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. However, the insulin pump passed displacement test, rewind test and basic occlusion test. No unexpected motor error alarms noted during testing and the motor was tested outside of the device and passed. A dual wave bolus was programmed and monitored; the dual wave bolus feature functioned properly. The insulin pump had minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of motor error with the customer's insulin pump. The customer's blood glucose level at the time of incident was 140 mg/dl. The customer states their blood glucose has gone above 600mg/dl. The customer treated the high levels with manual injection. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.